Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was running on battery and alarmed with the message displayed "internal battery in use, low internal battery" with an indication of three minutes, even though the device was connected to ac power. The device was in patient use. The device was swapped for another device and there was no delay in therapy or patient harm indicated. A philips sales representative arrived at the customer site and the customer stated that when the device was disconnected from ac power, the power turned off. The sales representative observed that when the device was connected to ac power, the led was not illuminated and there was no response when the power button was pressed.

Manufacturer narrative:
The part was returned to failure investigation. The reported issue was not verified. The returned power supply output the correct voltage and powered the test ventilator normally.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The reported issue was duplicated; the output voltage of the power supply was 0 volts. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.